Manufacturer narrative:
Additional information: two different venaseal kits were used to treat the right and leg left. The patient¿s symptoms remain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: additional information: last office visit and patient moved to colorado. Physician spoke with the patient and the reaction has stopped. Patient required five 1-week rounds of prednisone medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the left and right mid great saphenous veins (gsv) of a patient. No abnormalities reported in relation to anatomy reported. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive were reported. The blue introducer was used. The catheter tip 5cm caudal to sfj. Right gsv had 47cm treated with 2cc venaseal. Left gsv had 44cm treated with 2cc venaseal. It is reported the patient experienced hypersensitivity, swelling, skin inflammation, skin irritation and persistent- redness, itchiness and pain within 30 days post procedure. The reaction occurred the treated artery/vein, >5cm from access site. Patient presented to the emergency room with severe itching erythema and was prescribed hydroxyzine and antihistamines. The symptoms are bilateral. Patient is also experiencing pain. Recommended by treating physician to take naproxen/tylenol and wear compression stocking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.